Event description:
New information notes the lead continues to exhibit intermittent atrial noise on (B)(6) 2014.

Event description:
New information indicated that the lead continued to exhibit noise.

Event description:
It was reported that the patient presented to the clinic for routine follow up. The atrial lead exhibited low impedance and noise. The noise could be replicated with isometrics and arm positioning. A chest x-ray found no lead integrity anomalies. The patient would be monitored.